Event description:
The product was used during an aso bypass procedure. Reportedly, the staples did not form properly. The surgeon performed a re-operation to correct the condition. The hosp has reported the pt's condition is satisfactory.